Manufacturer narrative:
Following sections were updated or corrected: b4, b5, g1, g3, g6, d1, d4, d9, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the rpms were out of specification on the low end. The motor was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country -canada. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while using it on the patient it would stop and go, intermittent and makes an unusual noise., the event timing was during surgery. An additional skin graft was needed. It would ruin the graft so we would have to discard the piece and need more graft donor sites. Due diligence is complete.